Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. We have not yet received evaluation results. Arkray will file a follow-up report when device evaluation is complete.

Event description:
Caller said needles are bending. She is using humalog kwikpen. The injection part is bending. She claims needle bends 30-20 degrees. 8 mm x 31g (238931). She was using a 8 mm prior. She has been using our needles for about one month. The needle has bent about four times. Replaced product and sent rl. Possible malfunction that may cause improper dose or delay in treatment.

Manufacturer narrative:
Product involved in incident was returned to arkay USA and forwarded to the manufacturer for evaluation. The manufacturer tested the returned devices, which performed to specification. Retain devices were also tested and performed to specification. Complaint unconfirmed, no failure detected. Manufacturer determined failure was due to the user not following the instruction for use. Because of user error associated with this device, the manufacturer will be implementing changes to the labeling which better explains the proper use of the product.